Event description:
It was reported by service report that there were jack assembly problems. It was verified with the customer that the issue was that the head end jack was leaking hydraulic fluid at the top of the jack at the actuator rod location and would not pump up. It was also verified that a patient was involved but no adverse consequences were reported.